Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The patient did not receive therapy during the oversensing. The programming changes will be discussed with the physician.